Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation capsular contracture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports capsular contracture of an unspecified side and baker grade. The device remains implanted.